Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported high blood glucose. Customer reported initially that infusion sets were not working and blood glucose was high. Customer stated she did a complete set change and blood glucose at 157 mg/dl and stated it went down a little bit. Blood glucose was 265 mg /dl at 5:15 am and high blood glucose for couple of days. Troubleshooting was done for high blood glucose. Customer's health care provider advised her to change her set and insulin. Customer's blood glucose was unknown. Customer stated that cannula was occluded and site had bruised. Advised the customer the infusion set would be replaced. Customer also stated the cannula had air bubble and no delivery. The troubleshooting was not completed due to customer does not have tubing clamp. The customer will report back to perform high pressure test. No further information provided.